Event description:
A customer reported experiencing recurring cgm error 42 with their insulin pump, which had occurred three or more times with this device. There was no adverse impact to the customer's blood glucose level. As a course of action, technical support assisted the customer in resetting the pump and sent a replacement to be used until it arrived. The customer was advised on how to use the updated replacement pump and provided with instructions for returning the faulty pump to tandem.